Event description:
It was reported that the right atrial (ra) lead was exhibiting a very high pacing threshold and that the lead would be revised. The physician also planned to revise the cardiac resynchronization therapy defibrillator (crt-d) pocket due to the patient's continued complaint of pain at the implant site. No further patient complications have been reported as a result of this event.